Event description:
Champion-af study with patient identifier (B)(6). It was reported that thrombosis occurred. On (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx laa closure device with delivery system (wds) with a deployed device diameter of 17.5 mm. Prior to the index procedure, aspirin was administered. The patient was discharged the same day on apixaban (10 mg /day) and aspirin (81 mg /day). On (B)(6) 2022, protocol required 4-month laa imaging was performed, and computed tomography (CT) assessment revealed complete laa seal with no evidence of thrombus on the atrial facing surface of the watchman flx device or in the left atrium. No pericardial effusion or residual atrial septal shunt were noted. On (B)(6) 2023, CT imaging identified a thrombus in the left atrium. The patient will begin apixaban in response to the thrombus.